Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. Preventing balloon deflation. If permitted by hospital protocol the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." The device was not returned.

Event description:
It was reported that the catheter balloon could not be inflated.